Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during normal use. After releasing the trigger mechanism of the manual stapling handle for the third firing, the stapler jammed. There was no patient harm.